Event description:
The user facility reported that following a sounding with a suresound device, a novasure endometrial ablation procedure was performed on a patient who had a prior laparoscopic sterilization procedure, hysteroscopy, and curettage. During the ablation procedure, the physician deployed the novasure device to a width of 3.7 cm and then removed the device to demonstrate functionality to a colleague who was present for the procedure. The device was inserted again; however, the width dial measured only 2.7 cm and did not become wider during manipulation of the device. The pathology report indicated that "the device was introduced under the endometrial layer and not in the cavity". The physician completed the ablation procedure with no system alarms and the patient was sent home. Six days after the procedure, a bowel perforation was noted. The patient was hospitalized, the perforation was treated "via laparoscopy and later on a hysterectomy and the patient was discharged eight days afterwards. After removal of the uterus, necrosis was found on top of the fundus which the physician believes was "due to diathermy". The patient was reported to be in "some [pain]" following the hysterectomy; however, she is "doing fine".

Manufacturer narrative:
The device involved in this event was not returned; therefore, an investigation was unable to be performed. A device history record (DHR) review was unable to be conducted for the disposable novasure device (ns2000) as a lot number was not provided by the complainant. A device history record (DHR) review was conducted for the radio frequency 09 controller, device was built in february 2008 and released on march 01, 2008, meeting all internal specifications. Based on the information obtained to date, no direct correlation can made between the reported event and the novasure device. According to the instructions for use (IFU) under the warnings section and/or the precaution section: use caution not to perforate the uterine wall when sounding dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). A false passage can occur during any procedure in which the uterus is instrumented especially in cases of severe anteverted, retroflexed, or a laterally displaced uterus. Use caution to ensure that the device is properly positioned in the uterine cavity. Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.